Event description:
Sales representative reported that two anchors split once the surgeon began to tap them in. A drill and drill guide were used to prepare the site and both were removed prior to tapping the anchors in. A third anchor was placed without issue. Sales rep. Confirmed that the drill guide was used when implanting these anchors. He believed all the pieces of the anchors were removed. The site was pre-drilled using the 2.7 mm drill. A minor delay occurred in the procedure. A total of three anchors were successfully implanted to complete the repair. No pt injury resulted.